Manufacturer narrative:
B3: event date is estimated. "The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(6), serial: (B)(6) , batch: a000112164.

Event description:
It was reported that the patient had ineffective therapy. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.